Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was taking unclear images and also gave a warning message. There was no patient involved.

Manufacturer narrative:
A system checkout was performed. The system passed all testing and performed as intended. If information is provided in the future, a supplemental report will be issued.